Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, a chest x-ray confirmed that the right atrial (ra) lead had dislodged and dropped into the ventricle. A revision was planned to reposition the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.